Event description:
It was reported that the customer had pumps with broken/cracked components such as the door and external bezel hinges as well as keypads. Customer has provided the feedback the hinges connecting the door with the bezel should have been made of metal not plastic to be more durable. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had pumps with broken/cracked components such as the door and external bezel hinges as well as keypads. Customer has provided the feedback the hinges connecting the door with the bezel should have been made of metal not plastic to be more durable. There was no patient involvement.